Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, 90% stenosis in the distal left anterior descending artery (lad). The 2.0 x 15 mm minitrek balloon catheter was advanced pre-dilatation; however, the balloon ruptured during first inflation at 6 atmospheres. There was no resistance advancing or removing the balloon catheter. A non-abbott balloon catheter was used to complete pre-dilatation. A xience xpedition 2.5 x 28 mm stent was deployed in the lesion and the procedure was completed without an issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint handling database indicated there had been no similar balloon ruptures incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.